Event description:
Ous MDR - after an implantation time of about 42 months, it was reported that the ICD showed eri during a regular follow-up. It was also reported that the device had shown a remaining battery capacity of about 89% during the last interrogation in 2014. A manual formation was performed on (B)(6). The ICD remains actively implanted.

Manufacturer narrative:
The device has in the meantime been returned for analysis:the ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 17 charge processes had been documented. The charge drawn from the battery was checked. The check indicated discharge of the battery that was not as expected. The current uptake of the device was then examined, which proved to be unremarkable. An additionally performed long-term study of the current uptake also did not show any anomalies. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. The measurement confirmed battery discharge not in accordance with expectations. The battery was returned to the battery manufacturer for a thorough analysis. First, a micro-calorimetric measurement of the battery was performed. This showed an increased heat tone. In a next step, the battery was opened and examined. A local low-ohm instance was detected at the side of the cathode. This local low-ohm instance enabled increased battery-internal self-discharge, which has contributed to the premature battery depletion. In summary, the analysis of the ICD confirmed premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without problems during the analysis. Based on the analysis, it can be assumed that the therapy functions that are critical for the patient's safety were available without limitations during the implantation time.